Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring and a damaged screw head. The dislodged grip ring likely hindered the blade from retracting as expected. The grip ring moved freely up and down grip the grip drive adapter; however, the grip open lever was not functional. Additionally, the instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.107 mm outside of the blade garage. There was a small amount of bio debris found at the knife track. The adjacent components to this dislodged blade did not show damage. The dislodged grip ring effected the grips ability to open and close properly potentially inhibiting the blade from retracting as expected. The complaint was confirmed by failure analysis. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade.

Event description:
It was reported that during the da vinci assisted surgical procedure, the vessel sealer extend instrument blade was not retracting. The customer reported event has no report of patient injury.